Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The same vial of test strips was used to obtain all three discrepant results.

Event description:
Patient tested 6.5 inr on coaguchek xs system 1, and 4.5 inr and 4.5 inr on coaguchek xs system 2. The patient's coumadin dose was held for two days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The suspect product was not returned. Relevant retention test strips (lot 233340-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). No error messages occurred. The retention samples were inconspicuous. Retention material performed as specified. The suspect product was not returned.